Event description:
It was reported there was an alarm fault. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A philips field service (fse) went to the customer site. The engineer was unable to confirm the reported issue. The fse performed a verification test and screen calibration. The device was returned to functional use with no further issues identified.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported there was an alarm fault. The device was not in use on a patient at the time of event, there was no patient involvement.